Event description:
It was reported that an implantable cardioverter defibrillator (ICD) could not be interrogated. It was discovered that the ICD switched to backup mode inappropriately. This was discovered during stock rotation, and thus there was no patient involvement.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to bus error. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.